Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer was able to continue using it without further issues. Customer was instructed to call back if the malfunction recurs and acknowledged the guidance provided.